Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed a dispenser coil, 2 introducer sheaths, a delivery wire and the coil were returned. The delivery wire was returned inside 2 introducer sheaths; the twist locks had been fully opened on both. No anomalies were noted with the sheaths or the delivery wire. The coil was severely stretched from the middle to the distal end and dried blood was present on the coil and fiber bundles. The main coil interlocking arm had been pulled off; however, there was evidence of welds. Microscopic inspection revealed the zap tip shape and surface of both the coil and delivery wire were smooth. No anomaly was noted with the interlocking arm of the wire. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, the coil detached in an unintended location. The target lesion was located in the mildly tortuous internal iliac artery. A .035 unspecified catheter was positioned and a .035 12mm x 40cm 2d interlocking detachable coil (idc) was advanced. Continuous flushing was maintained. Resistance was noted in the mid portion of the catheter while advancing the coil. At an unspecified location, the coil's "connection arm was separated out of nowhere." It was further noted the "coil was moved from the target position" and migrated. The coil was removed, with difficulty, utilizing a snare. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. The physician commented that the coil was possibly kinked and seemed to have detached in the catheter.

Event description:
It was reported that during an embolization treatment procedure, the coil detached in an unintended location. The target lesion was located in the mildly tortuous internal iliac artery. A .035'' unspecified catheter was positioned and a .035 12mm x 40cm 2d interlocking detachable coil (idc) was advanced. Continuous flushing was maintained. Resistance was noted in the mid portion of the catheter while advancing the coil. At an unspecified location, the coil's "connection arm was separated out of nowhere." It was further noted the "coil was moved from the target position" and migrated. The coil was removed, with difficulty, utilizing a snare. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. The physician commented that the coil was possibly kinked and seemed to have detached in the catheter.